Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was the electrode belt's trunk cable was completely severed. The root cause for severed cable was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.